Event description:
In 2008, the lay user/patient contacted lifescan alleging the error 2 and error 5 messages appeared on the display on the one touch ultra link meter. The patient did not allege any symptoms and denied seeking medical attention. The patient did not take any action regarding diabetes treatment due to the issue. The product was not new (out of box). The patient's testing technique was correct. The test strips were in good condition. The complaint is being reported because the error messages were not resolved during troubleshooting. The patient did not experience any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.